Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem, and device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. This event report number 2124215-2026-06614 was confirmed to be created in error as it is a duplicate of the event reported under the report number 2124215-2026-05374, on 29jan2026. Therefore, if there is any further relevant information obtained, a supplemental medwatch will be filed under the report number 2124215-2026-05374.

Event description:
It was reported that during a pulmonary vein isolation procedure, a versacross connect for faradrive was selected for use. It was noted that there was a damage confirmed in the wire port of the versacross connect before it was taken out from the package in the cleanroom. When the device was taken out from the package, the hub/snap structure part and the wire port were found to be completely separated. Damage was noted before insertion inside the patient. Thus, the device was replaced and the procedure was completed. No patient complications occurred. The device is expected to be returned for analysis. It was further reported that the luer was broken and also that this event was created in error 2124215-2026-06614, as it is a duplicate for another event reported under 2124215-2026-05374.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during a pulmonary vein isolation procedure, a versacross connect for faradrive was selected for use. It was noted that there was a damage confirmed in the wire port of the versacross connect before it was taken out from the package in the cleanroom. When the device was taken out from the package, the hub/snap structure part and the wire port were found to be completely separated. Damage was noted before insertion inside the patient. Thus, the device was replaced and the procedure was completed. No patient complications occurred. The device is expected to be returned for analysis.